Manufacturer narrative:
E 1. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and when trying to pass the catheter through the sheath, the hemostatic valve ruptured. No adverse patient consequence was reported.

Manufacturer narrative:
The device investigation has been completed which included performing a device history record evaluation (DHR). A device history record evaluation was performed for the finished device number 18152029, and no internal actions related to the complaint were found during the review. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).